Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the correct brand name is 'nucleus 24 auditory brainstem implant system'; not 'nucleus 24 channel cochlear implant system' as previously reported. Correction: the correct PMA # is 000015; not 970051 as previously reported. This report is filed october 1, 2013. Implanted device remains.

Event description:
Per the clinic, the patient experienced a decrement in performance resulting in device non-use. Reprogramming attempts were made, however, the issue could not be resolved, resulting in device non-use. The implanted device remains.